Event description:
Patient reported rupture. This record is for an unknown side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "rupture". Healthcare professional later reported "rupture, fibroma, sagging, breast cancer and fibroadenoma". Healthcare professional also reported capsular contracture, baker grade iii. This record is for the left side. The device was explanted and replace with a non-abbvie device. Device was discarded.